Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touch screen display was frozen/unresponsive on a prompt. There was no reported adverse impact to the customer. Reportedly, the prompt cleared and the pump resumed normal function.